Event description:
A medtronic sales representative was made aware of two cases a surgeon performed in the past 5 years using the aquamantys system, in which the patient¿s wounds did not heal properly and they developed infections that required prolonged treatment with antibiotics. Both patients reportedly recovered well after treatment but, the surgeon noted they had capsular necrosis that he believed may have been caused by over-treatment with the aqm device. The event dates and patient information are unavailable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event # (B)(4). Method and results: facility disposed of device. Device is not available for return and inspection. (B)(4).